Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 3.5, 43.0 and 138.5 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil that the embolization coil had offset coil winds and kinks on the pusher assembly. If the introducer sheath is not properly aligned with the hub of the parent device, resistance may be experienced when advancing the smart coil. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds and kinks on the pusher assembly may occur. During functional testing, resistance was experienced when attempting to advance the kink in the pusher assembly through its introducer sheath and the device was unable to advance further. The non-penumbra microcatheter was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the jaw artery using penumbra smart coils (smart coil). During the procedure, the physician successfully placed two smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil, the physician experienced resistance after advancing the smart coil past the hub of the microcatheter and, therefore, it was removed. The procedure was completed using new smart coils, other coils and the same microcatheter. There was no report of an adverse effect to the patient.